Event description:
Healthcare professional reported possible right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, a crease smooth on anterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ yellow particles observed inner the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported possible right side "deflation". Device has been explanted and replaced.